Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a distal biceps repair, while attempting to insert the button, the tip of the inserter broke off from the kit ar-2260bc. All broken pieces were retrieved from the patient. No extra incisions were made. The surgeon was able to complete the procedure as planned by opening a new kit and using a new inserter. The broken device is not available for return and no pictures were taken.